Manufacturer narrative:
H3: device evaluation - lens was returned in vial with moisture. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
B5: the back up lens was implanted and the problem was resolved. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Implant date: unk. Explant date: unk. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm tmicl12.6 implantable collamer lens, -07.00/+2.0/095 (sphere/cylinder/axis), was scratched and it was unknown if there was any patient contact. The backup lens was implanted. Additional information has been requested but none has been forthcoming.